Manufacturer narrative:
Evaluation of instrument confirmed that the ceramic beak broke off the distal end of the inner tube. It appears that a third party entity possibly repaired the instrument. We believe damage may be due to or contributed to by 3rd party repair.

Event description:
Allegedly, the doctor was performing a procedure and the ceramic beak on the distal end of the sheath broke off into patient; he immediately removed it. Procedure was completed and there was no serious injury to the patient.